Event description:
It was reported that within one week of the implant procedure, perforation by the right ventricular lead was noted. The lead was rem oved and replaced at the physician's discretion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A visual summary analysis of the lead indicated apparent explant damage. The outer insulation of the lead was extrinsically breached due to a cut. The distal low-voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.